Event description:
It was reported that there were longevity concerns about this pacemaker. The device was explanted and replaced. No additional adverse patient effects were reported. The pacemaker remains in hospital possession.

Manufacturer narrative:
This product is not approved in the united states; however, it has been assessed as reportable as there is a similar product approved in the united states. We are unable to provide the unique identifier (UDI) # and other specific product information related to united states registration as the specific product is only commercially available outside of the united states.

Manufacturer narrative:
This product is not approved in the united states; however, it has been assessed as reportable as there is a similar product approved in the united states. We are unable to provide the unique identifier (UDI) # and other specific product information related to united states registration as the specific product is only commercially available outside of the united states. The returned implantable pacemaker was analyzed and an engineering-level longevity prediction calculation was completed to assess the rate of battery depletion. Given the programmed parameters and other data stored within the memory of the device, the results of this calculation indicated that the actual rate of battery depletion fell within an acceptable range. Next, a series of diagnostic tests were conducted that verified the performance of pacing, sensing, and recording functions. Having met the engineering longevity prediction, functionally passed all returned product testing, and with no further information to indicate a product performance issue, we have concluded that this device experienced normal battery depletion.

Event description:
It was reported that there were longevity concerns about this pacemaker. The device was explanted and replaced. No additional adverse patient effects were reported. The pacemaker remains in hospital possession. Additional information received indicates that the device will be returned for analysis. There were also concerns the device exhibited premature battery depletion (pbd). Despite multiple requests for additional information regarding device status and return, no further information was provided. Subsequently, the device was returned for analysis.

Manufacturer narrative:
Correction to field h11: additional MFR narrative. This product is not approved in the united states; however, it has been assessed as reportable as there is a similar product approved in the united states. We are unable to provide the unique identifier (UDI) # and other specific product information related to united states registration as the specific product is only commercially available outside of the united states. The returned ingenio device was analyzed and it was confirmed the actual rate of battery depletion fell within an acceptable range. Next, a series of diagnostic tests were conducted that verified the performance of pacing, sensing, and recording functions. A cross-functional investigation determined that the unexpected change in observed longevity is due to a mismatch between the actual battery voltage and the expected battery voltage per the nominal battery discharge model (which represents how the device battery voltage typically decreases over time).

Event description:
It was reported that there were longevity concerns about this pacemaker. The device was explanted and replaced. No additional adverse patient effects were reported. The pacemaker remains in hospital possession. Additional information received indicates that the device will be returned for analysis. There were also concerns the device exhibited premature battery depletion (pbd). Despite multiple requests for additional information regarding device status and return, no further information was provided. Subsequently, the device was returned for analysis.

Manufacturer narrative:
This product is not approved in the united states; however, it has been assessed as reportable as there is a similar product approved in the united states. We are unable to provide the unique identifier (UDI) # and other specific product information related to united states registration as the specific product is only commercially available outside of the united states.

Event description:
It was reported that there were longevity concerns about this pacemaker. The device was explanted and replaced. No additional adverse patient effects were reported. The pacemaker remains in hospital possession. Additional information received indicates that the device will be returned for analysis. There were also concerns the device exhibited premature battery depletion (pbd).